Event description:
It was reported that the patient underwent a single level minimally invasive tlif to treat lumbar spinal stenosis. It was reported that approximately 4mm of the tip of the nitenol guide wire broke off in the patients vertebral body. The fragment could not be removed from the patient. No additional patient complications were reported.

Manufacturer narrative:
Correction: the device was not returned for evaluation however films were supplied for review which found: lateral view of an l5/s1 construct using cannulated pedicle screws and cornerstone spacer. Screws and spacer are in good position however, lateral view verifies a piece of the nytinol guide wire left behind within the vertebral body.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.